Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned in two pieces connector portion measuring 9.3 cm and distal portion measuring 48.3 cm. Visual examination found an external insulation abrasion at 38.1 to 38.5 cm and 39.6 to 39.8 cm from the distal tip caused by friction to the device can. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.